Event description:
It was reported that the field representative contacted boston scientific technical services (ts) because the patient had been in ventricular tachycardia (vt) and the device failed to treat them. The field representative wanted to discuss rhythm identification (rid) and one button detection enhancement (obde) and the decisions these programs had made. Ts discussed programming options. The device was later explanted due to normal battery depletion. No adverse patient effects were reported.